Manufacturer narrative:
Product analysis # (B)(4): as found condition: the echelon-10 micro catheter was returned for analysis within a shipping; within two sealed tyvek biohazard pouch; within an opened echelon-10 inner pouch and within an introducer sheath. Visual inspection/damage location details: upon visual inspection, no damages were found with the echelon-10 hub. The hub was occluded with dried contrast/saline. The echelon-10 micro catheter body was found ruptured at the proximal marker band. The distal tip and distal marker band was found crushed. Testing/analysis: the echelon-10 total length was measured to be ~156.4cm and the usable length was measured to be ~148.5cm, which is still within specification (specification: total (ref) = 155cm, usable = 147.0cm ± 1.5cm). The echelon-10 catheter was flushed, and water did not exit the distal end. An in-house mandrel was inserted into the hub and became stuck at the occlusion in the hub. Due to the occlusion the leak could not be confirmed through testing but is highly likely to have occurred at the ruptured location found. It is likely the contrast/saline solution used during the procedure solidified after the procedure, during return shipping to medtronic for analysis. Conclusion: based on the device analysis and reported information, the customer¿s reports of ¿catheter leak¿ was confirmed as a rupture was found at the proximal marker band. The likely cause is over pressurization. Possible causes of failure include injection while the distal portion of catheter is kinked/prolapsed/occluded, wrong type of syringe to use with saline/contrast or use of power injector. The distal micro catheter and distal marker band was found crushed which is likely the cause of the over-pressurization. The cause of the micro catheter crush includes, but not limited to, patient vessel tortuosity, catheter entrapment, incompatible devices, user advances/retrieves device against resistance, or catheter damaged. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an echelon catheter was leaking. Catheter was leaky and could not be used as intented. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the leak was noticed during preparation outside the patient¿s body by flushing the catheter.